Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field d6 is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the elbow joint broke on the sureform 45 stapler while stapling. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and no additional information was provided. Isi did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have the snake wrist cover tear which measured roughly 0.159" to 0.272". Investigation confirmed no detachment and no missing piece. The instrument was tested iand passed recognition and engagement, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.